Event description:
Customer reported device was brought to biomed as "broken equipment". While doing preventative maintenance to access what the problem was, he noted free flow. He did not receive any report of patient involvement, and states no further patient or event information is available. Service depot confirmed the free flow and noted the platen was missing.

Manufacturer narrative:
(B)(4). Device has been received but the evaluation is not complete. A follow up report will be submitted once the failure investigation has been completed.